Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the left ventricular lead had higher stimulation threshold. The lead was reprogrammed and remains in use. The patient was a participant in (B)(6). No patient complications have been reported as a result of this event.